Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided information for a pump reset and assisted the caller through the process. After completing the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.